Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation ("had an ablation") and experienced alopecia ("hair thinning"), fatigue ("chronic fatigue"), loss of libido ("no sex drive"), mood swings ("mood swings"), allergy to metals ("nickel allergy") and headache ("headache"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, endometrial ablation, alopecia, fatigue, loss of libido, mood swings, allergy to metals and headache outcome was unknown. The reporter considered allergy to metals, alopecia, endometrial ablation, fatigue, headache, loss of libido, medical device removal and mood swings to be related to essure. Concerning the injuries reported in this case the following were reported via social media- endometrial ablation, headache, alopecia, fatigue, loss of libido, mood swing, allergy to metal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received new reporter information was added. New event medical device removal was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometrial ablation ('had an ablation') in an adult female patient who had essure (batch no. B9487c) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included perineal pain and dyspareunia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair thinning"), fatigue ("chronic fatigue"), loss of libido ("no sex drive"), mood swings ("mood swings"), allergy to metals ("nickel allergy") and headache ("headache") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, colpopexy, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, endometrial ablation, alopecia, fatigue, loss of libido, mood swings, allergy to metals and headache outcome was unknown. The reporter considered allergy to metals, alopecia, endometrial ablation, fatigue, headache, loss of libido, mood swings and pelvic pain to be related to essure. The reporter commented: four coils on the right tube four coils on the left tube. Concerning the injuries reported in this case the following were reported via social media- endometrial ablation, headache, alopecia, fatigue, loss of libido, mood swing, allergy to metal. Most recent follow-up information incorporated above includes: on 14-jul-2020: medical records received. Essure insertion date updated. Event medical device removal is replaced with pelvic pain. Essure lot number, medical history and reporter added. Essure removal surgery details were added. Event endometrial ablation marked as serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometrial ablation ('had an ablation') in an adult female patient who had essure (batch no. B9487c-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included perineal pain and dyspareunia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair thinning"), fatigue ("chronic fatigue"), loss of libido ("no sex drive"), mood swings ("mood swings"), allergy to metals ("nickel allergy") and headache ("headache") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, colpopexy, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, endometrial ablation, alopecia, fatigue, loss of libido, mood swings, allergy to metals and headache outcome was unknown. The reporter considered allergy to metals, alopecia, endometrial ablation, fatigue, headache, loss of libido, mood swings and pelvic pain to be related to essure. The reporter commented: four coils on the right tube four coils on the left tube. Concerning the injuries reported in this case the following were reported via social media- endometrial ablation, headache, alopecia, fatigue, loss of libido, mood swing, allergy to metal. Most recent follow-up information incorporated above includes: on 10-aug-2020: unlocked for update of batch information (batch is not valid.) Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.